Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope and cautions the user not to place lubricant inside the barrel. The caution label on the device lists the recommended size for each 6 shooter saeed multi-band ligator. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged". The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodged if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that lot met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the upper endoscopy procedure, a cook 6 shooter saeed multi-band ligator was used. The pt arrived in the emergency department with an acute gi bleed from esophageal varices. The pt was sedated to have an upper endoscopy. During the procedure, the physician was using the multi-band ligator when the tip of the bander broke off [barrel detached from the endoscope] into the esophagus. The physician then pushed the tip of the bander [barrel] out of the esophagus and the device [barrel] and left in the pt. Other than the previously placed bands and the barrel that was left to pass naturally through the gastrointestinal tract, no section of the device remained inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.